Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the infection likely originated from the pocket. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.